Event description:
During follow-up, noise leading to oversensing and episodes of inappropriate automatic mode switch were observed on the right atrial (ra) lead. Noise could not be reproduced with provocative testing. Lead damage was suspected, but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.